Event description:
It was reported that: "patient was ventilated in spn-CPAP (non invasive) with babyflow. The patient disconnected from the interface (probably the patient moved himself) and the ventilator didn't alarm for this disconnection. The disconnection was discovered by desaturation (70%) of the patient. No patient injury, but the only alarm was related to saturation."

Manufacturer narrative:
The investigation is ongoing. Investigation results will be reported in the follow up report.